Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally a reportable malfunction was identified - error code 45169. The file is reportable based on the investigation findings. The investigation attributed this issue to a fault with the device main board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The main board was replaced and the device passed all testing.

Event description:
It was reported that the pump displays error code 45169 continuously after the pump turned on and battery door coils are rusted. There was no patient involvement and patient harm, the event occurred upon power on. Additionally a reportable malfunction was identified - error code 45169. The file is reportable based on the investigation findings.